Manufacturer narrative:
The devices were not returned and the lot numbers were unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four multirate infusors had flow issues during infusion. Three devices overinfused, and one device underinfused. All the events occurred while a patient was connected for therapy. There were no patient consequences. No additional information is available.